Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that unit¿s leads, even after corrective surgery in 2014, provided no relief for the patient¿s back pain and ¿lightning bolts streaming down [the patient¿s] left leg from hip to toes.¿ the patient noted their doctor had recommended the neurostimulator when pills and injections no longer treated the patient¿s pain, and then recommended the morphine pump, but the patient chose not to use the only doctor recommended. The patient needed a doctor that did ¿something different.¿ the patient believed she had found a doctor that did ¿something different.¿ this new doctor allegedly called to see if he could provide radio frequency lesioning and ablation (rfa) to relieve severe back and leg pain that was not being corrected by the neurostimulator. When the doctor advised the patient to turn it off during the rfa procedure, the patient decided to turn it off and then see what kind of pain she would have on her right side. The patient was surprised to learn that she had no pain. After two weeks, the patient still had no pain on the right side. Additional information was requested. If received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2015-01345 as it was the report for the corrective surgery or revision in 2014.

Event description:
It was reported that the patient had a lead migration in 2014. Their lead wires moved to the right side. There were no patient symptoms reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).